Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings states, "correct handling of suture is extremely important. Avoid crushing or crimping damage due to application of surgical instruments such as forceps or needle holders." Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Functional evaluation found component to be within appropriate design specification; however, examination of returned device was inconclusive.

Event description:
It was reported that patient underwent a meniscus repair procedure on (B)(6) 2015. During the procedure, the tip of the instrument jammed during the release of the first anchor and the leading needle was punctured through the meniscus without the anchor. Another anchor was utilized to complete the procedure.